Event description:
It was reported on (B)(4) 2012 that a physician performed a novasure endometrial ablation on (B)(6) 2012, and on (B)(6) 2012, the patient¿s blood cultures revealed ¿light group b streptococcus¿ (gbs). The patient received antibiotics. The infection was resolved and the patient is currently ¿doing well¿.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).